Manufacturer narrative:
Note: the UDI number is unavailable due to the age of the lead. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon follow up, an increasing trend of the high voltage lead impedance was noted on the right ventricular lead. Further assessment will be conducted at the next follow up. No patient consequences have been reported and the patient is in stable condition.